Event description:
A surgeon reported that during glaucoma filtration device implant surgery, the shunt touched the iris. The device remains implanted and there was no pt harm. No further info is expected.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other complaints reported in the lot. Add'l info was requested and received. (B)(4).